Manufacturer narrative:
The device was not returned for evaluation. The device history review revealed there were no manufacturing non-conformances that could have contributed to the reported event. A lot history review did not reveal any other additional complaints related to ¿leaflet ¿ motion restricted-in patient¿ or ¿valve ¿ regurgitation-central leak¿. A review of complaint history revealed that the occurrence rates did not exceed the april 2017 control limits for applicable trend categories ¿leaflet motion restricted (in patient)¿ and ¿regurgitation¿. No instructions for use or training deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Due to the device and/or relevant imagery/video were not being returned, the complaints of ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation-central leak¿ were unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet such as leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, over-inflation of the deployment balloon, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Per cer, the patient had a uniform moderately calcified native valve. Additionally, the abnormal leaflet motion was reported to be observed right after valve deployment. As such, patient and/or procedural factors may have contributed to the reported leaflet motion restriction. A valve with restricted leaflet movement would have led to abnormal coaptation and central regurgitation. However, there is insufficient information to determine a definitive root cause. Due to the device and/or relevant imagery/video were not being returned, the complaints of ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation-central leak¿ were unable to be confirmed. A review of DHR, complaint history, lot history, and manufacturing mitigations did not provide any indication that manufacturing non-conformances contributed to the complaint event. Although a definitive root cause was unable to be determined, based on given information, patient and/or procedural factors may have contributed to the reported events. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the april 2017 control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the motion restriction is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards affiliate in (B)(4), a transfemoral tavr procedure was started in the standard manner under percutaneous cardiopulmonary support. A 26 mm sapien 3 valve was deployed in an 80:20 aortic/ventricular position as intended. Post deployment, tee showed a transvalvular leak at the area slightly below the center of the valve. The operator initially suspected that the safari wire (boston) was causing the transvalvular leak and removed the wire; however, the transvalvular leak remained. A repeat tee showed that a leaflet at 6 o¿clock was partially not functioning and the transvalvular leak occurred at the location. Another 23 mm sapien 3 valve was deployed inside the initial valve at the same aortic/ventricular ratio. Since no pvl was observed on tee, the procedure was completed. Per report, no abnormality was observed in the valve during valve rinsing, and a review of procedural tee revealed that the leaflet motion had been unusual right after valve deployment.